Event description:
It was reported that this patient received two inappropriate shocks, due to myopotentials oversensing. Noise was clearly reproduced with isometrics. A dislocation was suspected as the shock impedance measurements have been high over 155 ohms. X-rays were performed and showed a clear dislocation of the electrode and sudden change of position with the patient movement. This electrode is not properly anchored, and the subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to have migrated as well. In addition, the patient has gained a lot of weight and the s-ICD was not attached to the muscle at time of implant. It was believed that this contributed to the s-ICD migration. The patient was referred to the implanting physician and a revision will possibly be scheduled. This implantable electrode remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field h2 (patient codes): code "e1208 -- weight changes" was discarded as this is not deemed to be a result of the reported clinical observations.

Event description:
It was reported that this patient received two inappropriate shocks, due to myopotentials oversensing. Noise was clearly reproduced with isometrics. A dislocation was suspected as the shock impedance measurements have been high over 155 ohms. X-rays were performed and showed a clear dislocation of the electrode and sudden change of position with the patient movement. This electrode is not properly anchored, and the subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to have migrated as well. In addition, the patient has gained a lot of weight and the s-ICD was not properly attached to the muscle at the time of the implant procedure. It was believed that this contributed to the s-ICD migration. The patient was referred to the implanting physician and a revision will possibly be scheduled. Eventually, this implantable electrode was explanted due to these mentioned issues, and it is not expected to be returned for analysis. No additional adverse patient effects were reported.